Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2010 and performed to specification up to the 22nd february 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015 and the last log entry on (B)(4) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.